Manufacturer narrative:
This report is being submitted to notify FDA of a serious adverse event (pt experienced a perforation of the aberrant collateral bile duct which required a cholecystectomy). There was no report of a device malfunction during the entire procedure. This report is being submitted to notify the FDA that prolonged hospitalization and further medical intervention was required post procedure, in the form an endoscopic retrograde cholangiopancreatography exam and cholecystectomy. In the opinion of the physician who performed the ablation, the aberrant collateral bile duct was not in the expected location and during the placement of the electrode probe, the aberrant collateral bile duct was inadvertently pierced. During the review of the manufacturing records of the nanoknife single electrode probe, 15cm for the lots obtained through a ship history review it was observed that the manufactured lots met all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
A female pt of unk age presented for a nanoknife ablation procedure of a liver lesion close to the gallbladder. As reported to (B)(4) on (B)(6) 2011, by the physician who performed the procedure, the pt suffered mechanical damage from the single electrode probe during the procedure. The aberrant collateral bile duct that was located posterior to the gallbladder was pierced by the electrode probe during probe placement. Post-procedure a bile leak was noted. An endoscopic retrograde cholangiopancreatography exam was conducted and the leak was located. At that time the physician performed a cholecystectomy to seal the leak. As of (B)(6) the pt was reported in good condition.